Event description:
Supplement report being submitted due to the completion of the investigation 05-oct-2023

Manufacturer narrative:
PMA 510k# p100022/s027. Device evaluation the device of unknown lot number involved in this complaint was not returned for evaluation, with the information provided a document-based investigation was conducted. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records could not be completed as the lot number is unknown. Review historical data the review of relevant manufacturing records could not be completed as the lot number is unknown. Instructions for use and/or label as per the instructions for use ifu0091 which accompanies this device, informs the user, that stent migration is listed as a potential adverse event of this device. It also states ¿determine the proper stent size after complete diagnostic evaluation. Note: selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review images were returned for evaluation. The physician at pulse vascular reckoned the stent migration was due to a trauma; however, as per the imaging review, the reviewer indicated that the stent migration may have predated the trauma because significant pulmonary artery dilation was observed on CT scan and is more consistent with chronic rather than acute pulmonary hypertension. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could likely be attributed to an inappropriate stent size selection as the diameter of the stent might possibly be smaller than that of the vein. As per the imaging review, the reviewer indicated that the stent migration may have predated the trauma because significant pulmonary artery dilation was observed on CT scan and is more consistent with chronic rather than acute pulmonary hypertension. As per the IFU, selection of inappropriate stent diameter and length based on lesion and vessel characteristics could lead to stent migration. Also, it should also be noted the ifu0091 lists stent migration as a potential adverse event. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony summary of investigation according to the initial reporter 01 stent was place in 2021 and needed too be removed as the stent that migrated to the patient's pulmonary artery confirmed quantity of 01 device, confirmed used. It seems the stent migrated due to a trauma. The patient suffered a broken femur and had surgery. The migration was noticed on a scan post trauma the stent was retrieved successfully with no known complications. Investigation findings conclude a definitive root cause was not established. A possible root cause could likely be attributed to an inappropriate stent size selection as the diameter of the stent might possibly be smaller than that of the vein complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA 510k#: p100022/s027. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Incident with a vena stent migrating. I was at cooper hospital today and, in passing, dr. (B)(6) told me that he removed a stent that migrated to the patient's pulmonary artery. The original stent was placed at (B)(6) vascular in (B)(6) in 2021. I am working on finding out the lot number and the physician who initially placed the stent. The patient returned to pulse vascular but because it¿s an obl, they referred the patient to (B)(6) for retrieval in case there were any complications. The device did make patient contact. The stent was retrieved successfully with no known complications. The stent is not available for return. Per rep's email: after speaking to the physician at (B)(6) vascular, it seems the stent migrated due to a trauma. The patient suffered a broken femur and had surgery. The migration was noticed on a scan post trauma. I am still trying to gather information but thought that the fact that it was a trauma was significant. The stent was originally placed on (B)(6) 2022 by dr. (B)(6) at (B)(6) vascular and the stent was removed on (B)(6) 2023 by dr. (B)(6) at (B)(6) hospital. The stent was retrieved successfully with no known complications. The original stent was placed at (B)(6) vascular in (B)(6) in 2021. The following information has been requested via email on 19jun2023. (B)(6) on (B)(6) 2023 3. What was the date of the occurrence? 4. Gpn: 5. Lot: 6. Can you provide any patient information (age, weight, gender, pre-existing conditions)? 7. Are images of the device or procedure available? The following information has been requested & received via email on 27jun2023. (B)(6) on (B)(6) 2023. Are images of the device or procedure available? Yes.